Event description:
Same case as MFR: 2134265-2014-04007. It was reported that during a percutaneous coronary intervention procedure, a vessel perforation occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm in length, de novo shaped target lesion located in the severely tortuous and severely calcified, 3.0mm in diameter middle left anterior descending artery (lad). This 1.50mm rotablator plus and rotawire were selected; however, a perforation occurred in the middle of the lad. Bleeding was stopped by lonf inflation using an unspecified 2.0mm balloon catheter. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).